Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in an atrioventricular fistula in a severely calcified and moderately tortuous forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion. However, on the first inflation at 18 atmospheres, the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The balloon was completely removed from the patient's body. The procedure was completed with a 6mmx40mm mustang balloon catheter. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned or analysis. A microscopic examination of the balloon material identified 2 pinholes on both sides of the balloon fold. The pinholes were located at 1.5cm distal to the distal edge of the proximal markerband. The pinholes are consistent with a sharp object (like a needle) puncturing in through one side of the balloon wall and exiting out at the opposite side. No other issues were noted with the balloon which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in an atrioventricular fistula in a severely calcified and moderately tortuous forearm. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to the target lesion. However, on the first inflation at 18 atmospheres, the balloon ruptured. There was no kink prior to use and no resistance during the procedure. The balloon was completely removed from the patient's body. The procedure was completed with a 6mmx40mm mustang balloon catheter. No patient complications were reported and the patient status is good.